Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system were exhibiting 'noisy' electrograms associated with oversensing and pacing inhibition.